Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform ((B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing and archive data review. The root cause of the reported system error were due to a defective processor board and load cell amp cable likely due to wear and tear or user mishandling, as indicated by the damaged covers observed during the visual inspection. The autopulse platform is a reusable device and was manufactured in september 2008, and it is more than 12 years old, well beyond its expected service life of 5 years. Upon visual inspection, observed cracked front and bottom enclosures, top cover and bent battery lock, which are unrelated to the reported complaint. The probable root cause for the observed physical damages is characteristic of user mishandling. The front and bottom enclosures, top cover and battery lock need to be replaced to address the physical damages. The archive data could not be downloaded due to the defective processor board. However, the platform and interfacing pc were able to communicate, and therefore, the archive data was reviewed and showed system error, user advisory (ua) 136 (internal parameter corrupted); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. To remedy this error, the processor board and load cell amp cable needs to be replaced. Waiting for the customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform (B)(6).